Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a disconnected tubing at port 1 on the sample probe which carries diluent. The fse noted that as a result of the disconnected tubing, the probe was not properly cleaned. The fse reconnected the tube to resolve the white blood cell (wbc) and differential voteouts issue. (B)(4).

Event description:
The customer reported obtaining white blood cell (wbc) and differential voteouts (non-numeric results) on low and high level quality control (qc) results involving the coulter act 5diff autoloader (al). The customer indicated that no erroneous patient results were generated as patient samples were not run on the instrument due to failing qc results. There was no change or affect to patient treatment in connection with this event.